Manufacturer narrative:
(B)(4).(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The bacterial peritonitis was manifested by abdominal pain. The patient was hospitalized the same day. The cause of the event and treatment for the peritonitis were unknown. At the time of this report, hospitalization was ongoing. The same day as onset of the event, dianeal therapy was stopped and the peritoneal dialysis catheter was removed. The patient is performing hemodialysis therapy. The patient was recovering from the bacterial peritonitis. No additional information is available.